Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified wear abrasion and opening. Leak test was performed and found opening on radius. A microscopic analysis was performed which identify crease smooth opening on posterior and opening striated in the posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a crease smooth opening on posterior due to an fold flaw opening. A striated edge opening on posterior due to surgical damage.

Event description:
Device has been explanted.